Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (10 mg/cc at 5.5 mg/day), baclofen (200 mcg/ml at 120 mcg/day), and dilaudid (10 mg/cc at 5.5 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient's other medications included ambien, adderall, roxicodone, phenergan, and levothyroxine. The patient's medical history included hypothyroidism, gastroesophageal reflux disease (gerd), attention deficit hyperactivity disorder (adhd), and "pre-existing back conditions." On (B)(6) 2016 it was reported that the patient had 2-3 catheter issues starting in 2014 that were addressed via a catheter revision (B)(6) 2014. Additional information was received from a healthcare professional on 17-may-2016 and it was reported that the patient had been having less than optimal results. During a catheter check on (B)(6) 2014 they were unable to aspirate the catheter so the catheter could not be flushed. It was unknown what caused the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.